Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) as the cuff was damaged by radioactive seed erosion during cancer treatment. There were no additional patient complications reported.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.